Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and not receiving another insulin pump error alarm after a battery change. Customer troubleshooting was performed. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.